Event description:
It has been reported to us that during the procedure the guide catheter kinked and the patient showed hypertension, bradycardia and post cardiac arrest, which the patient was revived after routine CPR. The physician inserted the guide catheter into the patient. The physician inserted a balloon and dilated the left circumflex. The physician then deployed a stent into the vessel. The physician noticed a micro clot at the tip of the guide catheter. The patient showed hypertension, bradycardia and post cardiac arrest, which the patient was revived after routine CPR.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual complaint sample used for the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the shaft is severly kinked and flattened. The tip of the guide catheter is intact. The tip of the guide catheter is flattened at both 7cm and 36cm from the tip. The guide catheter shaft is severly kinked at 19.5cm, 53cm and 75cm from the tip. Due to the unknown lot number a review of the device history record can not be performed. A cine of the procedure was returned and reviewed. The review did not detect any device issues during the procedure and did not provide any additional information. The event was not confirmed. The analysis is complete as of today (B)(4) 2013.

Manufacturer narrative:
(B)(4). Hypertension. Material torqued evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.